Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID b3400040m lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type extension product ID b3400040 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type extension product ID b3300533m lot# serial# (B)(6), implanted: (B)(6)2023, explanted: product type lead product ID b3300533 lot# serial# (B)(6), implanted: (B)(6) 2023, explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the cause of the high impedance was not determined. The issue has not been resolved and lead/extension replacement is being planned.

Manufacturer narrative:
D6a. The implant date is an estimated date. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that impedance was in range when measured the first time. After stimulation was turned on for the first time and measuring the impedance a second time, there was high impedance. The alleged issue was that turning stimulation on may be the cause of the high impedance. It was impossible to enable sensing because of the high impedance. Impedance measurement was repeated. Using impedance test at 1ma reduced the impedance value. However, new impedance value was higher than the initial value. No actions/interventions were taken. It is unknown if the issue resolved. Additional information was received reporting that a patient in ai dbs study had the devices implanted 2.5 weeks ago. There was no medical history that they knew of. After the nurse tried to do brainsense, the impedances got a high on 9c in orange on the left lead. Also on another point, there were high impedances and another low impedances. After they did the impedance test again, these point were okay again and higher on 9c. Review of a session report showed the monopolar impedance was ">5kohm". Bipolar impedance was >10kohm (orange alert, with test at 0.4ma) for 1c in combination with e8, 9a and 9b. The other impedance values not involving 9c were all good and in range (green). Brainsense was able to be setup when measured impedances at 1 ma. Additional information was received on april-25th reporting that the patient saw two notifications - 1703 when trying to note an event and 1098 when trying to change the amplitude. The patient was unable to increase the amplitude and could only lower the amplitude. The remote said they had to call their doctor and that less therapy was issued. Yesterday, the patient could change the amplitude for the side with normal impedances but today, they were unable to increase both sides. The nurse state that last week, there were also some red impedances and now all orange (bipolar >5k, monopolar >10k). Impedances for the right lead are all green and have not changed. The nurse was able to adjust the current with the patient programmer and after reducing the current on the left lead, the message was no longer displayed on the remote control. Since 1-2 weeks, the parkinson's symptoms are deteriorating and the patient did not notice any effect. It was reviewed that code 1098/1703 was out of regulation (oor) and is triggered the moment the battery can no longer provide the requested settings and that in this event, the oor for the left side would have been triggered by the high impedance values. Impedances were measured only while sitting. It was unclear if it was also indicated that oor was also seen for the right side but the problem was not as prevalent as on the left. Additional information was received on may-5th indicating that the neurosurgeon cannot explain whether this was due to a broken wire or something was not connected properly. The nurse had increased the current on the right lead, so this went well. The problem seems to be on the left lead, where they cannot increase the current further (which is needed for the severe off symptoms for the patient). The nurse is seeing the patient on may-15th and options will be reviewed then. Additional information was received on may-3rd reporting that when the surgery is successful but then the dbs system does not work properly, it is frustrating for both patients and practitioners.